Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working. Upon revision, a fluid loss was identified caused by a tear in the cylinders; therefore, the existing ipp was removed and replaced. There were no patient complications reported.